Event description:
The customer reported that the central nurse's station (cns) went into comm loss on all the devices it was monitoring. No patient harm reported.

Manufacturer narrative:
Details of the complaint: on (B)(6) 2019, customer at (B)(6) health system reported the cns (pu-681ra sn: (B)(6) went into communication loss on all tiles. Nka technical support (ts) worked with the bme to check the hard drives and other functions and found all appeared normal. Service requested: exchange. Service performed: physical evaluation: no physical damage nor fluid intrusion. Verify the complaint: communication loss problem cannot be duplicated. Cns is tested with 2 bedside monitors connected via 24 port switch. It was burned in for 3 days and full disclosure shows that there is solid trend of monitored parameters which means that no loss of communication at all during this 3 days test. Extensive test was performed but no problem found. The unit was tested per the operator's/service manual and the results were recorded on the attached maintenance check sheet. The unit completed 24 hours of extended testing and operates to manufacturer's specifications. Investigation conclusion: based on the information available and as the reported issue was not duplicated, the root cause could not be determined. Risk assessment is not performed as evaluation of the unit at nka did not identify a non-conformance of the cns. Pattern of pu-681ra communication loss related issues has been identified at user facility and troubleshooting/investigation is ongoing. Corrected information: d4. Serial number. Changed serial number from (B)(6) to (B)(6).

Manufacturer narrative:
The customer reported that the central nurse's station (cns) went into comm loss on all the devices it was monitoring. No patient harm reported. The issue was in the emergency department. (B)(6) (scl biomed) was on call on that day and was called in to look at this. Nk tech support called him back when he arrived on site and the cns was back up and communicating again. Nk tech support took him through checking the drives and some other functions, all appeared normal. Sending the customer an exchanged unit to resolve the issue. The defective device has been returned to nihon kohden and is awaiting evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: suspect medical devices.

Event description:
The customer reported that the central nurse's station (cns) went into comm loss on all the devices it was monitoring. No patient harm reported.